Manufacturer narrative:
This report is to update sections b5 and h6 based on newly reported information.

Event description:
Follow-up indicated that the hospitalization was unrelated to the device.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. There have been no reports of further complications regarding this event.